Event description:
On (B)(6), 2010, the pt underwent repair of a thoracic aortic aneurysm. The physician intentionally covered the adamkiewicz artery. Post procedure, on (B)(6), 2010, the pt presented with paraplegia. The physician suspected shower emboli as the cause. On (B)(6), 2010, the pt did have pain sensation; however, he was still unable to move his legs.

Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing paperwork verified that the lots met all pre-release specifications.